Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg lost communication with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Corrected: d4. Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.